Event description:
In late 2008, the pt's wife reported the pt has had elevated blood glucose readings as high as 25 mmol/l (450 mg/dl), with his normal range being 5-12 mmol/l (90-216 mg/dl). She stated this has occurred with the pt's last 2 boxes of insulin infusion sets (3 headsets from the new box and 1 from the previous box). Both boxes have the same lot number. She said he treats his readings by bolusing insulin but, his readings do not always decrease and he finds his infusion site area wet with insulin. She said the pt believes the insulin is leaking between the cannula connection and the dressing. She was unsure if the insulin was pooling under the patient's skin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.